Event description:
The recipient will reportedly undergo explant surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). 1 the external visual inspection revealed that the electrode was severed prior to receipt as well as damage at the epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had a moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis data it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damage at the epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This is an interim report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.